Manufacturer narrative:
(B)(4). (Pseudarthrosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by (B)(6) in a publication entitled "operative treatment of adolescent idiopathic scoliosis with posterior pedicle screw-only constructs: minimum three-year follow-up of one hundred fourteen cases" (the spine journal 33:14 (2008) 1598-1604) that 114 patients with a minimum 3 year follow-up and a diagnosis of adolescent idiopathic scoliosis (ais) were treated between 1998 and 2001. It was reported that 1 patient experienced pseudarthrosis complication after undergoing a posterior spinal fusion (psf).